Manufacturer narrative:
Customer entity: department of gastroenterology, mayo clinic rochester, minnesota, USA, department of gastroenterology, mayo clinic florida, jacksonville, USA, or gastroenterology division, department of medicine, university of pennsylvania perelman school of medicine, philadelphia, pennsylvania, USA. The unknown devices of unknown lot numbers involved in this complaint were not available for evaluation. With the information provided, a document based investigation was conducted. This file was opened to investigate 35 cases of postprocedural bleeding reported in the united states. As the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution dt-(B)(4) devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use which informs the user about the potential complications "those associated with emr include, but are not limited to : retrosternal pain, nausea, laryngeal laceration, oesophageal perforation, stricture formation, obstruction, haemorrhage." There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. Medical advisor has confirmed that the device functionality did not contribute to the issue. This effects experience were the result of the procedure being performed. "The postprocedural bleeding was procedure related, it depended on how the physician performed the mucosectomy." Complaint is confirmed based on customer testimony. Of these 35 patients, 46% (16/35) used anticoagulant medication (platelet aggregation inhibitors n=11, vitamin k antagonist n=2, heparin n= 2, factor xa inhibitors n=1). 16 patients, bleeding occurred within 48 hours after ER, in 17 patients =48 hours. Patients were hospitalized for a median of 2 days (iqr 1 ¿ 3 repeat endoscopy was performed in 26 out of 35 patients, and bleeding was successfully treated using clips (n=9), coagulation therapy (n=9), or adrenalin injection (n=2). In 6 patients, no active bleeding was observed during re-endoscopy. Eleven patients received a median of 1 blood unit (iqr 1 ¿ 3). Seven patients were hospitalized solely for observation, without the need for intervention or transfusion (s=3 as per mhl). All patients fully recovered. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the 24-aug-2020, this follow up MDR is being submitted to include the investigation conclusions. The date of event has been updated to reflect the date the literature was accepted. Initial complaint details: risk factors for serious adverse events associated with multiband mucosectomy in barrett¿s esophagus: an international multicenter analysis of 3827 endoscopic resection procedures. Belghazi et al. 2020. Postprocedural bleeding: postprocedural bleeding was diagnosed in 35 out of 3,827 mbm procedures. Of these 35 patients, 46% (16/35) used anticoagulant medication (platelet aggregation inhibitors n=11, vitamin k antagonist n=2, heparin n= 2, factor xa inhibitors n=1). 16 patients, bleeding occurred within 48 hours after ER, in 17 patients =48 hours. Patients were hospitalized for a median of 2 days (iqr 1 ¿ 3 repeat endoscopy was performed in 26 out of 35 patients, and bleeding was successfully treated using clips (n=9), coagulation therapy (n=9), or adrenalin injection (n=2). In 6 patients, no active bleeding was observed during re-endoscopy. Eleven patients received a median of 1 blood unit (iqr 1 ¿ 3). Seven patients were hospitalized solely for observation, without the need for intervention or transfusion (s=3 as per mhl). All patients fully recovered. The data from this paper was obtained from 7 countries 7 countries (australia, belgium, canada, the netherlands, switzerland, united kingdom, united states) as an exact location cannot be determine for the complaints, a complaint has been originated for each location. This report will only address the reporting requirements for the us.

Manufacturer narrative:
Customer name and address: the exact hospital is unknown however potential hospitals are: (B)(6), USA. (B)(6), USA. University of (B)(6) school of medicine, (B)(6), USA). Investigation is still pending. A follow-up report will be submitted to include the investigation conclusions.

Event description:
Risk factors for serious adverse events associated with multiband mucosectomy in barrett¿s esophagus: an international multicenter analysis of 3827 endoscopic resection procedures. Belghazi et al. 2020. Postprocedural bleeding - postprocedural bleeding was diagnosed in 35 out of 3,827 mbm procedures. Of these 35 patients, 46% (16/35) used anticoagulant medication (platelet aggregation inhibitors n=11, vitamin k antagonist n=2, heparin n= 2, factor xa inhibitors n=1). 16 patients, bleeding occurred within 48 hours after ER, in 17 patients =48 hours. Patients were hospitalized for a median of 2 days (iqr 1 ¿ 3 repeat endoscopy was performed in 26 out of 35 patients, and bleeding was successfully treated using clips (n=9), coagulation therapy (n=9), or adrenalin injection (n=2). In 6 patients, no active bleeding was observed during re-endoscopy. Eleven patients received a median of 1 blood unit (iqr 1 ¿ 3). Seven patients were hospitalized solely for observation, without the need for intervention or transfusion (s=3 as per mhl). All patients fully recovered. The data from this paper was obtained from 7 countries 7 countries (australia, belgium, canada, the netherlands, switzerland, united kingdom, united states) as an exact location cannot be determine for the complaints, a complaint has been originated for each location. This report will only address the reporting requirements for the us.